Event description:
The MFR's rep reported the pt's pump and catheter were explanted and replaced after 66 months implant duration. The pt experienced "no pain reduction with the pump infusion". A study was performed which identified a catheter occlusion and that the catheter tip had migrated out of the intrathecal space. The drug contained in the pt's pump was morphine (28mg/ml) and clonidine (1400 mcg/ml) delivered at 5mg/day. See MFR's report#: 6000030200700634.

Manufacturer narrative:
Final device analysis revealed the pump tubing was clogged/cracked due to drug related issues.